Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was reported that the patient experienced peritonitis manifested by abdominal discomfort and cloudy pd effluent. On the same day in the emergency room, the patient was treated with unspecified antibiotics (doses and frequencies not reported) intraperitoneally. On the same day, the patient was hospitalized and transferred to peritoneal dialysis (pd) department. On an unreported date, during the hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes and frequencies not reported). Two weeks after peritonitis onset, the patient was discharged from the hospital, and had recovered. It was not reported if dianeal therapy was ongoing. No additional information is available.